Manufacturer narrative:
No button error alarms noted during testing. All buttons function properly however, corroded keypad traces were noted. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window noted during visual inspection.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was unknown. The alarm could not be cleared by pressing esc and act. The buttons were not pressed for three minutes or longer. Customer had to revert to manual injections. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)